Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a piece of plastic inside the delivery sheath occurred. The target lesion was located in the internal carotid artery. A 190cm filterwire ez¿ was selected for use. During procedure at outside patient's body, when the filter was open to put heparinized saline, a piece of plastic was noted inside the lumen of the delivery sheath. The device was replaced and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.